Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery (rca) stenting procedure, during pre-dilatation in a heavily calcified lesion, the voyager otw ruptured at 14 atmospheres. The device was removed in one piece. There was no adverse pt sequelae reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.